Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted. Baxter is following up with the customer regarding the issue and what can be done to prevent future alarms.

Event description:
It was reported that multiple spectrum pumps were alarming for upstream occlusions when there were no occlusions present. Some of the alarms occurred during pt infusions. Any pt injury or medical intervention is unk.